Event description:
It was reported to philips that the system gave an alert indicating disk space was low, preventing image acquisition. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; non-emergency treatment was performed by the customer and the procedure was aborted. The philips remote service engineer (rse) inspected the system remotely and confirmed that showed a warning of low disk space. To resolve this issue, rse instructed fse to recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.